Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during central processing, it was observed that the fenestrated bipolar forceps instrument wire and composite were burned. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, near the grip cable. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.